Event description:
Report received that a patient presented with an increase in seizures. Her physician reportedly attempted to interrogate the patient's vns, but the device was unable to be interrogated so it was suspected to have a dead battery. The patient later reported to her surgeon during the replacement consult that she believed her device battery had died because of this increase in seizures and inability to interrogate the device. When a battery life calculation was attempted to be performed internally, it was found that no data was available so an accurate battery status could not be predicted. However, when the generator was replaced, it was interrogated before the surgery and the battery was found to be functional. The impedance reading was also within normal limits and the vns settings were at therapeutic levels. Attempts were made to the physician for an assessment to the increase in seizures since the vns was suspected to be providing therapy, however, no additional information has been received to date. The generator has not been received by the manufacturer to date.

Event description:
Further information was received that the generator was discarded after gross examination by the hospital. No additional relevant information has been obtained to date.